Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation found that the tissue pad was severely worn at the proximal end of the grasping section. The probe broke off at 12 mm from the distal end. Both the probe and the grasping section had contact marks with each other. The shape of the fracture surface showed that the cracks developed from contact marks as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the tissue pad and probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the tissue pad at the proximal end was worn. It was also known that the proximal side of jaw and probe came into contact since the tissue pad at the proximal end was worn, consequently the probe and the grasping section had contact marks and then the probe had cracks. The probe was broken when the probe with the cracks was subjected to a load. The instruction manual of the device has already warned as follows; *do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white tissue pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. It was reported that the probe of the device broke off and fell outside the patient. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".